Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, the image is not displayed. Due to data error of scope ID, b30(scope communication err) occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the colonovideoscope image was not displayed, and a b30 error was observed. There was no patient involvement.